Event description:
Physician reported patient's "volume of the left breast has been increasing for several months." On ultrasound, patient had "significant periprosthetic effusion." Subsequent needle aspiration and cytological examination found positive for "many large cells, sometimes polylobed and multinucleated (cd30+cd4+, cd3-/+, cd2-/+, cd7-, and cd8-). The finding is consistent with anaplastic large cell lymphoma." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device was removed with "full en-bloc capsulectomy."

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2022 (stage ia). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Diagnosing physician: (B)(6) . Institution: (B)(6) . Mammography done at (B)(6) hospital. Anatomical pathologist for the diagnosis of alcl in the tuscany region.

Manufacturer narrative:
F2201, f2303. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "anaplastic large cell lymphoma left side" (histopathological markers not provided).

Event description:
Physician reported left side "the final histological examination showed cdi of 22mm g3 ER 0% mib-1 67% c-erb 3+ associated with cdis g3 also present at the cac. The left axillary lymphadenectomy with 15 lymph nodes unharmed, subsequent chemotherapy with 3 cycles fec + 3 cycles taxotere + trastuzumab for 1 year. Removal of device for anaplastic large cell lymphoma left side". Pathological markers confirming alcl have not been received. The device has been explanted.